Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
According to the abstract a case in which severe hemolytic anemia continued after percutaneous pda closure published in the 24th annual meeting of the "(B)(4)" (cvit 2015, p. 314), a patient was implanted with an 8/6mm amplatzer duct occluder (ado). Two days later, the patient was asymptomatic although she had hematuria, along with an elevated bilirubin level and low hemoglobin. An echo revealed an ado leak and there was evidence of worsening aortic regurgitation. Despite blood transfusion, the patient's condition and haptoglobin level did not change. The hematuria was worse with hypertension, so aggressive blood pressure control was started and the patient's condition improved dramatically. The patient was discharged after rehabilitation. The suspected cause was considered to be a size mismatch of the ado and defect. Insufficient device identifiers were provided to be able to determine if this was previously reported.